Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t wave oversensing in previously stored episodes. Technical services (ts) noted low r wave amplitude. Ts recommended continuing to monitor and to bring this patient into the clinic to assess if new oversensing events occur. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.